Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending artery that was mildly calcified and 90% stenosed. The lesion was pre-dilated with a 1.5 x 12 non-compliant balloon at 12 and 14 atmospheres and the xience prime 3.5 x 23 mm stent was deployed at 14 atmospheres. Post implant, a distal edge dissection was observed. A xience prime 3.0 x 23 mm stent was used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot number changed from 7111141 to 6111141. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.